Event description:
Reporter states, "when the hospital opened this package to implant the patella, the inner packaging was stuck to the outer box which caused the sterile seal to open and the implant fell out onto the floor. The hospital had a back up patella which was implanted." There was no adverse consequence to the patient or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Event is associated with packaging configuration. Corrective action has previously been taken to preclude recurrence of this type of event.